Event description:
It was reported via a survey that a dialysis patient was training for home hemodialysis and a nurse pulled the catheter causing a blood infection. The patient was put back in center for antibiotics. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. C-775841, ce00104904 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).